Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In addition to a visual inspection, with the naked eye, a microscopic inspection was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test was performed with underwater pressure testing. A clear passage test and clamp function test were performed with no issues noted. The reported problem was unable to be duplicated through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from a twist clamp of a minicap transfer set with twist clamp. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.